Event description:
Additional information received from the customer: the customer reprocessed the endoscope in the reprocessor while the foreign material was still attached, and the endoscope was used in the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: b5, h2, h6 and h11. The device was not returned to olympus for inspection; however, onsite inspection of the device found damage to the hose in the oer disinfectant tank. A root cause could not be identified. Based on the results of the investigation, it is likely that the shedding of the black flakes was due to the damage of the hose. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the reprocessor was shedding black flakes. There were no reports of patient involvement.